Event description:
It was reported detached or missing sensor wire occurred. The sensor was inserted into thigh, which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. H2: type of follow up- additional information. H6: type of investigation - additional. H6: investigation findings ¿ additional. H6: investigation conclusion- additional.

Event description:
It was reported detached or missing sensor wire occurred. The sensor was inserted into thigh, which is off label usage of the device, on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR no 3004753838-2025-111259 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/9/2025 and it was determined this complaint is not reportable per (B)(4).